Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the infusion device. The reporter alleged an occlusion took place during the night and insulin was not delivered. It was alleged that there was no alert/error message regarding the occlusion. In the evening prior to the event, the patient's blood glucose result was 15.0 mmol/l. The next morning the patient's blood glucose was "hi" mmol/l. The "hi" mmol/l result, which on the system indicates a result in excess of 33.3 mmol/l. The patient had symptoms of dizziness, weakness, and was in a coma. The patient was taken to the hospital and the blood glucose result at the hospital was 33.0 mmol/l. The type of treatment given to the patient at the hospital was not provided. It is unknown how long the patient was in the hospital. The infusion device cannot be returned for legal and customs issues.